Event description:
Information was received indicating that this ambulatory infusion pump lost its programming. It was noted that the patient had not been leaving the battery active at all times and had not had any problems until now. No adverse patient effects were reported.